Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of motor error with their insulin pump. The customer's blood glucose level at the time of incident was unknown. The customer was assisted with troubleshoot. The drive support cap was found to be flushed. The customer was advised to discontinue use of the device, and that it would need to be replaced. The customer is receiving continuation pump, but declined to return malfunction pump. The customer states they are currently at the hospital because they ran out of insulin, and have had high blood glucose levels. The customer's blood glucose level at the time of the emergency room visit was 522mg/dl. The customer was advised to call back after discharge, in order to follow up.